Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output could not be duplicated or confirmed. Ventec also downloaded the device's electronic records (system logs) for analysis and observed that the device had logged alarms for patient circuit disconnect as well as low inspiratory pressure following cough therapy. Similarly, these alarms could not be duplicated during the evaluation. Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be determined.

Event description:
The following event was reported to ventec via email: "this unit would not start ventilating after using cough assist. The patient needed to be bagged and an ambulance came and took them to the hospital. The unit was working fine after that but it was swapped out anyway and I would like to get it checked out". There was patient involvement associated with the reported event. The patient survived the event. The reporter advised that there was no patient harm as a result of the reported issue, however, medical intervention (manual ventilation) was required in order to prevent permanent impairment/damage to the patient. Additionally, the patient was admitted to the hospital and discharged the following day.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.